Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The jaws of the echelon+ (plee60a) were unable to be open without using the manual over ride (jaws were stuck on tissue). The gst60g cartridge fired and no issues with staple line integrity. The knife blade did not return all the way to base which resulted in trying to use reverse button with no success. Manual override was used to complete the return and jaws were released. New device opened to complete the remaining firings for the lsg. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2023. D4: batch # 994a82. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however, did not achieved and complete firing sequence. The device was fired tested a second time for functionality by pressing where the firing switch actuator is located. As a result of this test, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. An intermittent function was noted on the switch due to the device would only operate when the switch was manually pressed down. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the firing switch actuator to be damaged. A manufacturing record evaluation was performed for the finished device batch number 994a82, and no non-conformances were identified.